Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump excessively alarmed motor error and goes through the rewind process by itself. Customer's blood glucose was 600 mg/dl at the time of incident and treated with an injection. Troubleshooting found that the pump had multiple alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No rewind anomaly was noted. No motor error alarm or excessive no delivery alarm was noted during testing. The pump was received with all operating currents within specification and passed the functional testing, including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The motor was tested outside of the device and it passed. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.